Manufacturer narrative:
Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure mode; however, the error code was confirmed via error logs. The unit was installed on the system and it came up with no errors and no video issues on both eyes with no anomalies. The system ran 15 power cycles with this unit with no errors and no video issues occurred. The 48203 informational code shows that the blue sensor error is a bit on the high side at 5% and although it is still good, it is higher than normal. As a precaution the unit will be re-calibrated. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated an endoscope maybe deficient message on the vision side cart (vsc). The customer stated they had vision in both eyes but with a green tint to the image. The site tried switching scopes but the issue remained. The intuitive surgical, inc.(isi) technical support engineer (tse) confirmed a 48204 error via logs. The tse recommended a hard restart on the vsc and cleaning the endoscope connector; however, endoscope deficient message and greenish tint came back after system restart. The site stated that the surgeon was willing to continue with the case. However, when the surgeon tried to use the firefly, the issue once again persisted. At that time, the site decided to use another vsc from another system. There was no report of patient harm, adverse outcome or injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated that after the customer switched out the endoscopes, the degraded image quality improved but the green tint issue persisted. An isi field service engineer (fse) was dispatched to the site and confirmed the customer reported failure. To resolve the issue the fse replaced the endoscope controller (ec). The ec contains a high-intensity light source to illuminate the surgical site and the electronics for processing the video images from the endoscope.